Event description:
It was reported that during a thrombectomy on an av access patient, the physician pulled hard on the inflated balloon, which had 3cc of fluid/contrast in it, and the balloon "broke off." It was then stated that the catheter actually broke and had to be retrieved with a microvena snare. The reporter noted that this physician uses excessive force to remove catheters from patients.

Manufacturer narrative:
One embolectomy catheter was received coiled in a circle without the packaging or the syringe. During pre-decontamination, the balloon was examined and it was found ruptured; however, there were no missing components. The evaluation included visual examination and notation of any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found ruptured in the central area, between the windings. There was no damage to the windings observed. The latex was cut away from the proximal end to confirm there was no latex missing. The rupture extended half way around the catheter tip. As per the instructions for use, the maximum liquid capacity is 0.9ml. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests device handling appears to have contributed to the event. It was indicated that the physician used 3cc of fluid instead of 0.9ml, as noted in the product labeling. No actions will be taken at this time.